Manufacturer narrative:
Other applicable components are: product ID 8880t2 serial# unknown product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding the implant of an implantable neurostimulator (ins). At implant of the ins, it was reported that the clinician telemetry module (ctm) was on, the clinician programmer was on, and they interrogated the ins. Then they tested with the wireless external neurostimulator (wens) and did the device transfer. Sometime in there, the ctm shut down causing a loss of telemetry. They were unable to re-connect to the ins with the ctm and the clinician programmer. The ctm was connected to the clinician programmer. It was confirmed that the ctm has good battery level. Powering the ctm down and back up did not resolve the issue. They moved forward with a new ins. Additional information was received from a rep on 2017-oct-04. The rep stated that during the procedure there was an initial connection made with the ctm and ins which was successful but then a connection with the wens was made and used to complete the intra-operative testing and the connection to the ctm was lost and unable to be re-established without existing the workflow after the switch device was chosen and information was transferred to the ins. This occurred while the pocket was being made. Workflow was existed and the connection to the ctm was re-established but the connection to the ins could not be made. Technical services recommended opening a new ins so a new ins was used during the implant procedure which resolved the issue. The cause of the issue remains unknown but the connection from the clinician programmer to the ctm to the ins was attempted many times unsuccessfully. The ins was never implanted and the rep would return the ins. The rep also noted that the patient¿s medical history includes chronic back and gluteal pain. The patient was noted to be alive with no injury. Additional information was received from the rep on 2017-oct-09. The rep re-iterated that the ctm would not connect or communicate with the ins after implanted. The ins was not used within the patient. There was no patient death and the patient recovered without sequela. The ins was returned for analysis and received on 2017-oct-23. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator did not identify any significant anomaly of the device. Evaluation conclusion codes (B)(4) and (B)(4) do not apply. Evaluation result code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.